Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2018 at 7:00 am. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿200 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient stated that she manages her diabetes with lantus insulin taken 3 times a day (dose adjusted on a sliding scale provided by her doctor based on blood glucose results). In response to the elevated result, the patient claimed she took 3 units of insulin according to the sliding scale. As a result of the alleged issue, the patient reported developing ¿hypoglycemic symptoms¿ which were described during the follow-up call as ¿foggy view, shakiness, dizziness and sweating.¿ at the onset of the symptoms, the patient reportedly consumed some sugar and jam and went straight to bed. The patient felt better immediately afterwards. The patient claimed her blood glucose was measured on another device a couple of hours after the alleged issue began however was unable to recall the result obtained. During the follow-up call, the patient claimed she tests her blood glucose 5 to 6 times a day and that her usual/expected results in the morning are around ¿80 to 90 mg/dl¿. The patient informed the csr that she attributed the onset of the symptoms to administering an incorrect dose of insulin based on the alleged inaccurate reading obtained with the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an adjusted dose of insulin based on an alleged inaccurate high result obtained with the subject meter.